Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus') and fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and device dislocation ("essure displaced within the anterior left abdomen"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache and device dislocation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, migration/fallopian tube perforation, migration/uterine perforation, bladder problems, urinary problems, bladder infections, uti (urinary tract infection), vaginal infection, vaginal discharge, migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: the base of the lungs and heart are within normal limits. The visualized liver, gallbladder, spleen, pancreas, and adrenal glands are within normal limits. The kidneys perfuse in a normal fashion. The ureters run in an unobstructed course to the bladder. The bladder is incompletely distended. The uterus and adnexa are within normal limits. An essure device is seen in the left adnexa. Essure device is displaced anteriorly within the anterior left abdomen and most likely represents the right essure device. A small amount of free fiuid is seen in the base of the pelvis, this is most likely physiologic. The visualized large bowel is unobstructed without inflammatory change. There is no free air or free fluid. There is no CT evidence of appendicitis. The osseous structures and soft tissues are within normal limits.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus') and fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, migration/fallopian tube perforation, migration/uterine perforation, bladder problems, urinary problems, bladder infections, uti (urinary tract infection), vaginal infection, vaginal discharge, migraines and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus') and fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and device dislocation ("essure displaced within the anterior left abdomen"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache and device dislocation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, migration/fallopian tube perforation, migration/uterine perforation, bladder problems, urinary problems, bladder infections, uti (urinary tract infection), vaginal infection, vaginal discharge, migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)--2014: the base of the lungs and heart are within normal limits. The visualized liver, gallbladder, spleen, pancreas, and adrenal glands are within normal limits. The kidneys perfuse in a normal fashion. The ureters run in an unobstructed course to the bladder. The bladder is incompletely distended. The uterus and adnexa are within normal limits. An essure device is seen in the left adnexa. Essure device is displaced anteriorly within the anterior left abdomen and most likely represents the right essure device. A small amount of free fiuid is seen in the base of the pelvis, this is most likely physiologic. The visualized large bowel is unobstructed without inflammatory change. There is no free air or free fluid. There is no CT evidence of appendicitis. The osseous structures and soft tissues are within normal limits.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)--2020: mr received. Reporter information was added. Patients lab data was added. Event essure displaced within the anterior left abdomen was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus') and fallopian tube perforation ('perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, migration/fallopian tube perforation, migration/uterine perforation, bladder problems, urinary problems, bladder infections, uti (urinary tract infection), vaginal infection, vaginal discharge, migraines and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event injury was updated as chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, migration/fallopian tube perforation, migration/uterine perforation, bladder problems, urinary problems, bladder infections, uti (urinary tract infection), vaginal infection, vaginal discharge, migraines, headaches. Patient date of birth, reporter was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.